Event description:
Cryoablation probe was not well insulated, creating a dime size thermal injury on right lower back. This defect does not show up on the shaft during the test as it took a few minutes to see it once the probe was removed and retested away from the patient. Company notified and asked what steps should be taken so this doesn't happen again. Photos of probe obtained. Manufacturer response for cryoprobe, endocare tm 1.7mm long shaft renalcryotm cryoprobe oblong ice (per site reporter): replacing at no charge, following up on their end with an investigation of the product.